Event description:
It was reported the tip of the PICC wire was found broken in the tray. It was stated that it was the tip of the PICC wire and not the micro seldinger wire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken wire is confirmed but the exact cause remains unknown. Two photo samples of a 3cg stylet within a plastic bag were provided for evaluation. The device is not clearly visible in the first image, and the condition could not be determined. A yellow paper note is attached to the outside of the bag and contains a written lot ¿reet3117¿. The second image shows the stylet to be coiled within a plastic bag. The stylet had been removed from the PICC. A section of the polyimide tubing is visible and appears to be detached from the main length of the wire. Based on the description of the reported event, possible contributing factors include damage during handling or insertion. The condition of the wire prior to removal from the PICC is unknown. Since a section of the 3cg stylet appeared to be fractured from the main length, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reet3117 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the tip of the PICC wire was found broken in the tray.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The stylet was returned in two segments with a break approximately 3.7 cm proximal to the epoxy tip, which was observed to be present on the distal segment. A microscopic observation revealed the break sites were straight but uneven, and the edges of the breaks were observed to be plastically deformed. The magnet at the break site of the polyimide tubing was found be have been broken in half. The observed fracture features were indicative of catheter and/or stylet kinking, with damage consistent with difficulty during placement, which likely occurred during the insertion process; however, the exact circumstances providing for that type of event were ultimately unknown. H3 other text: evaluation findings are in section h11.

Event description:
It was reported the tip of the PICC wire was found broken in the tray. It was stated that it was the tip of the PICC wire and not the micro seldinger wire. Additional information: it was reported the insertion was uneventful. Fortunately, the tip did not break off in the patient and was retrieved. What type of catheter securement was utilized: statlock, chg dressing.